Event description:
The catheter was unable to straighten out when no curve was needed. The catheter worked fine at the beginning. Then the catheter lost its function and locked in the curve position. The physician was unable to make it straight. The catheter was removed, and a new catheter was used. The procedure was completed without further issue. No injury to the patient.